Manufacturer narrative:
The insulin pump was received with currents within specification. No unexpected off no power. The device was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. A week ago it alarmed the battery was drained. Customer then changed the battery and the device alarmed motor error. Customer didn't know his blood glucose level at the time the alarm occurred. Customer stated he may have been lying on the device. Customer was able to complete the rewind. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.